Event description:
Mother reported the infusion set leaked insulin due to a bent cannula, and the customer experienced hyperglycemia as a result. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.